Event description:
It was reported that an ilet user heard repeated alerts throughout the day without taking action to resolve them. The user disconnected from the device due to continuous alerting, did not initiate alternative therapy, and later learned that insulin dosing on the ilet had been stopped for more than 12 hours, with continuous glucose monitor (cgm) data also indicating a sensor failure and signal loss. Symptoms included hyperglycemia with blood glucose (bg) reaching 400 mg/dl and trending downward after reconnection and guidance. Outcomes included no serious health consequences despite a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user and third-party sources. Investigation of this case revealed no device malfunction; a usage problem related to not comprehending the device had stopped dosing and not reverting to alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.